Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A routine fitting was performed on (B)(6) 2023 where affected channels were seen. The parents did not notice any hearing deficit on the left side.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Reportedly the recipient still has access to sound with the remaining channels. The device remains implanted and in use.

Event description:
A routine fitting was performed on (B)(6) 2023 where affected channels were seen. The parents did not notice any hearing deficit on the left side.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A routine fitting was performed on (B)(6) 2023 where affected channels were seen. The parents did not notice any hearing deficit on the left side. The user was re-implanted.